Event description:
On (B)(6) 2011 we received a call from a friend of an end user who was injured in an adverse event involving a quickie gt wheelchair. The caller was helping load the end user into a vehicle and while in the process of doing this the left armrest swung toward the back cane. The end user pinched his left thumb between the back cane and armrest. The end user allegedly broke his left thumb. According to the caller the adverse event occurred on (B)(6) 2011. The caller will be emailing pictures and documents to us regarding the adverse event.

Manufacturer narrative:
The wheelchair has not been returned to the manufacturer for evaluation and it is unk if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.